Manufacturer narrative:
(B)(4). The analysis results of the pouch device found that it was received fully deployed, but otherwise in good physical condition. The metal rings were visually inspected and no anomalies were noted; the device was disassembled and the rings were properly attached to the push-pull rod. The suture was noted to be cut and it was still attached to the device; bag was not returned for analysis. Due to the returned condition of the device, no further testing could be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: batch # m92a2x . The analysis results of the pouch device found that it was received fully deployed. The suture was noted to be cut and it was still attached to the device; bag was not returned for analysis. Due to the returned condition of the device, no further testing could be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the surgeon was attempting to retrieve the specimen and had difficulty retracting the metal ring. The device broke in the abdomen leaving the surgeon to retrieve the metal ring. Case completed with another like device. There was no report of adverse impact to the patient.